Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose. Customer blood glucose at time of incident was 500 mg/dl. Customer was treated with manual injection. Customer current blood glucose is 279 mg/dl. Troubleshooting was performed. Device is not expected to be returned for analysis.